Event description:
It has been reported that the device may be draining batteries prematurely.

Manufacturer narrative:
Incomplete serial number received.

Manufacturer narrative:
Become aware date updated to 26oct2021.